Event description:
It was reported that at 22:24 on (B)(6), the patient felt that the PICC catheter was abnormal, and the nurse went to the bed to check the situation of the catheter in time. The PICC catheter was 8cm and the internal catheter was 48cm, and the PICC catheter was broken at the connection point between the PICC catheter and the decompression sleeve when the catheter was touched.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.